Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had seizure and low blood glucose. The customer blood glucose level was unknown at the time of incident. Customer reported that the insulin pump had crack on back side. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy and displacement test. Device functioning properly during testing. Device received with cracked case(battery tube), cracked case corner of belt clip rails, cracked battery tube threads, cracked retainer, missing display window cover and cracked keypad at select button.